Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high impedance and undersensing with a low r-wave amplitude. It was also noted the screw of the rv lead did not extend during the procedure and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.